Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms or frozen screen noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after she had worn the insulin pump in her bra area. She stated that she went to reload the insulin pump when it froze up. She stated that the insulin pump had alarmed a battery error, so she changed the battery, after which the insulin pump alarmed button error. The customer did not know the blood glucose reading. The customer did not observe any other significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.